Event description:
The following information was provided by the user to cook: "the hercules balloons have broken during use. (B)(6) initially was favorable with the hercules balloon and after breakage during cases, (B)(6) is not moving forward with using the cook hercules." The information provided did not specify a quantity. We have requested a specific quantity related to the "during cases" comment. At this time we have not received any clarification. Several attempts were made in an effort to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event. However, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaints trends. The date of event and date of this report is sometime in (B)(6) 2011.